Event description:
Correction record updated on d9 and d10.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of 37761 serial# (B)(6) recharger revealed that there are bent/ broken connector pins at the end of cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger isn't charging from the dtc, and is showing them a warning sign with 0% battery. The caller stated that the recharger was plugged in over night and still did not increase in charge. Additional info received from patient that they received the replacement 37761 and are going to see the patient now to ensure device will work. The caller stated that the patients' ins has been showing 75% for the last week. The caller stated that no adjustments have been made to the therapy. The caller also mentioned that the patient is prone to falling but that is not unusual. The caller stated that they are not with the patient to confirm that therapy is on, but stated that they were told by the nursing staff the ins was on.